Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user elected to discontinue and return the ilet system after experiencing hyperglycemia while using infusion sets that interfered with a duty belt during active work, and alerts for glucose above 300 mg/dl occurred for more than 90 minutes. Symptoms included fatigue, thirst, and headache. Outcomes included no hospitalization, no professional medical intervention, no assistance from others, and no use of backup therapy or ketone testing. Investigation included review of the complaint details and verification that ilet alerts occurred for sustained hyperglycemia. Investigation of this case revealed that the device issued high glucose alerts as designed, while the reported hyperglycemia was associated with infusion set interference during use; the precise device-related cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.